Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb charging cable intermittently detached from the usb port while charging the pump. Another usb cable did not correct the problem. The customer continued to use the pump for insulin therapy. Blood glucose was 180 mg/dl.